Manufacturer narrative:
The date received by the manufacturer is incorrect as the year ¿2016¿ was inadvertently provided. The correct date received by the manufacturer is 1/24/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s left operative eye. As a result of the corneal burn, five 10-0 nylon sutures were required to close the wound. In addition, it was reported the capsular bag ruptured requiring a vitrectomy. The surgeon indicated that during the cataract procedure, the surgeon phacoed through the capsular bag while grooving and dropped 65 % of the nucleus posteriorly. The surgeon mentioned that could not recall ever encountering this type of complication. At a post op exam, the patient had significant anterior chamber cell, endopigment and discomfort after being off post-vitrectomy pred forte artificial tears substitutions as the patient had run out of pred forte. The surgeon explained that part of the problem was that the typical set up is a 0.7 tip and a 2.2 blade. That day the operating room was out of 0.7 tips and I was using 0.9 tips on this day (3 other phacos) but with 2.4 blades. A new scrub tech entered the room and set up the phaco machine with a 0.9 tip and a 2.2 blade. The patient has significant descemet's folds/astigmatism due to tight corneal sutures. Three of the 5 sutures were removed at a post op visit without leakage. A brief description from the surgeon from the surgery center is that there are issues with the phacofragmentation machine and has had five (5) corneal burns in the last month. The surgeon indicated he has been using a 0.7 tip and 2.2mm keratome since he has been at the surgery center but in response to the burns he has abandoned the 2.2 for the 2.4/2.75 that's helped some - no burns on 2nd eyes but has burned a cornea even using the 2.4 blade. The second eye was completed without complications and endocoat was used with a 2.4 mm keratome. Pre-op vision os 20/60. Post-op vision today: 20/400 -> 20/80. This is report is for patient #5. Separate reports will be filed for the other 4 corneal burns reported.